Manufacturer narrative:
D4: lot #: the reported lot h25k40479 is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was solution on the table. Renal therapy services (rts) advised the patient to remove the cassette and end therapy and to drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.